Event description:
It was reported that during a device change out for normal battery depletion, the left ventricular (lv) lead was changed out to an epicardial lead due to product performance issues. During the revision procedure this right ventricular (rv) lead had high out of range shock impedances values greater than 125 ohms, and it was thought that the distal coil had gotten damaged during the procedure. The patient has an occluded vein, and was not a candidate for an extraction. The lead remains active while they come up with a plan of action. No adverse patient effects were reported.